Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. According to the IFU, the safety and effectiveness of the angio-seal has not been established in patients with clinically significant peripheral vascular disease. The angio-seal device instructions for use (IFU) recommends that a pre-placement arterial angiogram be performed to ensure correct placement of the device in the common femoral artery (cfa). The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days, states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms. The angio-seal device patient's information guide, suggests that the patient should modify their activity for 48-72 hours; no straining, no lifting greater than 10 pounds, and to avoid driving the day of discharge.

Event description:
It was reported that following a percutaneous coronary intervention (pci), a 6f angio-seal evolution was selected for use. It is unknown whether a pre-deployment angiogram was performed or not. After the angio-seal deployment, the patient was kept on bed rest for four hours. The patient was discharged from the hospital on either the (B)(6) 2011. Three days after the pci and angio-seal deployment, the patient developed a hematoma and returned to the hospital where the angio-seal was surgically removed. The physician who deployed the angio-seal stated that the patient had hardened arteries around the puncture area which resulted in incomplete sealing of the punctured hole. The patient may have had expanded the range of activities after discharge which could have resulted in an increase abdominal pressure. These two aspects might have generated a hematoma. It is unknown when the patient was discharged from the hospital.